Event description:
It was reported that this patient had recently had open heart surgery a few months prior. The patient has recently received multiple inappropriate shocks due to oversensing of smaller signal amplitudes. The system as reprogrammed to prevent any additional inappropriate shocks. No adverse events were reported.

Manufacturer narrative:
This supplemental report is being filed to provide additional information.

Event description:
It was reported that this patient had recently had open heart surgery a few months prior. The patient has recently received multiple inappropriate shocks due to oversensing of smaller signal amplitudes. The system as reprogrammed to prevent any additional inappropriate shocks. No adverse events were reported. This supplemental report is being filed to provide additional information.